Event description:
The patient received his scs system on (B)(6) 2007. It was reported that the lead had migrated from position and the patient experienced a loss in stimulation. The physician explanted the lead and replaced it with a penta lead. Follow up on the patient found that he is receiving good stimulation.

Manufacturer narrative:
Method- the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.